Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, it was determined that the connecting tube had coating peeling (1mm2 or more) and the indication on connecting tube had a disappeared area (1mm2 or more). Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; bending section cover (a-rubber) had slack; connecting tube had a wrinkle; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to damage on channel-tube, channel cleaning brush could not be inserted smoothly; due to dent/damage on channel-tube, forceps could not be inserted smoothly; connecting tube had a dent; universal cord was deformed; image guide (ig) bundle had significant breakages; due to a pinhole on channel tube, water tightness was lost; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon(s) cause(s) cannot be specified, but it is presumed that the defect item is due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the oes bronchofiberscope exhibited air/water leakage from the universal cord/video cable. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the connecting tube coating was peeling. (1mm2 or more). This had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.